Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter lost the ability to deflect during the case inside the patient's body and got stuck in the curve and they could not straighten it back out. There was no difficulty removing the catheter from the patient. The case was completed without any patient consequence by exchanging the catheter.

Manufacturer narrative:
(B)(4).